Manufacturer narrative:
Product analysis the device was returned with the balloon in a post-inflated state the device was flushed, (photo 4) and a 0.035¿ guidewire was loaded through the device the balloon was inflated, and a pinhole leak was found on the proximal end of the balloon medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an attempt was made to use a in. Pact av access to treat a calcified lesion in the right mid superficial femoral artery. Degree of tortuosity was moderate. Degree of calcification was moderate. Lesion stenosis was 70%. Embolic protection was not used. Balloon inflated with syringe. Device prepped per the IFU with no issue. Balloon inflation difficulties observed during inflation at 14 atms. A leak was noted in the balloon. Device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used. Physician replaced it with another brand of dcb to complete the surgery. No patient injury reported.

Manufacturer narrative:
Product analysis the customer returned two images for evaluation. Image 1: this image depicts the coiled inpact admiral balloon inside the product pouch. Image 2: this image depicts the product label of the inpact admiral , the lot number recorded on the product label correlates with the complaint on gch. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.